Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, 9s-b and 9s-c station was not communicated to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the two stations were not communicating with the server. A technical support specialist (tss) identified that both devices were not uploading to the server since november and were in a retry state, requiring manual recovery. The recovery was completed for both devices. Post recovery, server synchronization was confirmed and medication quantities were visible on the server. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, 9s-b and 9s-c station was not communicated to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.